Event description:
The customer reported to olympus that when using an evis exera iii colonovideoscope, the channel was clogged. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, there was foreign debris (dark-rubbery material) in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (clogged channel) was confirmed. In addition to the foreign debris (dark-rubbery material) in the nozzle, additional evaluation findings were as follows: the bending section cover glue was worn out, the plastic distal end cover was damaged, the light guide lens was cracked, the bending angulation was out of specification, key top 1 was worn out, and the universal cord was buckled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a deviation from the instructions for use (IFU) pertaining to the method of reprocessing of the device. It was also noted that there was physical damage noted on the foreign material detection points. A further cause of this damage could not be presumed. The user can detect the suggested event by handling the device in accordance with the following IFU: inspection of the air-feeding function; inspection of the objective lens cleaning function. Olympus will continue to monitor field performance for this device.